Event description:
Dcs broke.

Event description:
A device report from synthes (B)(4) indicated a hospital in chile reported: patient was implanted with dcs plate and screw construct on an unknown date. Patient was returned to the o.r. On an unknown date for removal of hardware. The plate broke post-operative. It was determined that the screw was in the hole of the plate where the breakage occurred. This is 1 of 2 reports for this event.

Manufacturer narrative:
Mfg documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used as treatment. The manufacturing and raw material papers for the dcs plate were reviewed and met specification. All features of the plate that could be measured were found to meet specification. The plate was examined using a scanning electron microscope, sem. Inside the plate hole in the area of crack ignition shearing dimples and material smearing caused by the screw head was observed. A pattern of ripples or fatigue striations was observed at the crack propagation zones and over the entire surface. Each striation represents successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. The failure of the plate was due to dynamic bending which led to overload and material fatigue. The dcs plate had to absorb and neutralize forces that may have been greater than the tolerable load. A failure resulting from either a material defect or the manufacturing process can be excluded.